Event description:
It was reported that the pump usb port was observed to be damaged, and pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose level was 141 mg/dl. Multiple attempts were made to follow up with the customer, however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.